Manufacturer narrative:
Section a2: correction manufacturer's investigation conclusion: evaluation of the submitted log file confirmed a pump stop on (B)(6) 2019 6:29am corresponding to a power elevation to 9.2w and alarms for low speed and low flow hazard. The event occurred while the system was connected to the power module. A root cause could not be conclusively determined through this evaluation. No other atypical events captured and the system operated as intended for the remainder of the data. T the account reported the patient would be placed on an ungrounded patient cable going forward. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year 6 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced a pump stop on (B)(6) 2019. The log file analysis showed a noted pump stop and low speed operation that occurred on (B)(6) 2019. The speed dropped below the patient's low speed limit of 9200 rpm. The issues only appeared to occur while connected to the power module. On (B)(6) 2019, low voltages while the patient was connected to the power module were noted. Additionally, the patient appeared to be sleeping on battery power. There were x-rays taken. Multiple shots had to be taken due to patient's limited mobility. The x-ray appeared unremarkable. The patient was placed on an orange ungrounded cable. Per customer, it was decided to hold off on percutaneous lead repair unless pump stops occur while on the cable.